Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that the ins no longer works and stated that ¿it¿s just in there.¿ the patient clarified that the ins wouldn¿t charge starting about a year ago. The patient was redirected to follow up with their healthcare provider (hcp) to address the potential over discharge. No symptoms or complications were reported.